Event description:
Adverse event(s): "no pt harm" (no consequences or impact to pt). Product problem(s): "product would not deliver out of the cannula" (failure to deliver). A facility reported a component was missing. However, during a follow up phone call, it was reported there was never anything "missing," rather this was an issue where the product would not deliver out of the cannula. There was no pt harm. There are two medical device reports being filed for this reporter at this time. This report is for the event with the known lot number.

Manufacturer narrative:
Device record review indicated the product met release criteria and there were no remarks related to this issue reported in the batch records. Device functionality was tested during mfg and product met specs. The retention samples were inspected and tested, the results met specs. No further investigation possible without the complaint samples. There has been one other complaint reported in this lot number. (B)(4).